Event description:
It was reported that during a ukr case, the surgeon was already done with the following steps: calibration, point registration, mapping and planning. While the surgeon was proceeding towards the burring step, the screen flipped back to handpiece calibration step. Then the surgeon had to re-calibrate and proceed towards next steps. During this instance the following message was displayed on navio screen: "navio has detected problems with the tracking system. Full navio functionality will remain unavailable until this issue is resolved. Please contact robotics customer support to resolve this issue." There was surgical delay reported with no patient impact. The investigation found camera was showing the error "camera infrared lamp is not working properly" which is related to an illuminator hardware fault. The second error is expected when user selects "quit" instead of "dismiss."

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and the user found that the screen flipped back to handpiece calibration step. The surgeon re-calibrated the handpiece and continued the intervention. During this instance the following message was displayed on navio screen: "navio has detected problems with the tracking system. Full navio functionality will remain unavailable until this issue is resolved. Please contact robotics customer support to resolve this issue". The camera was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The investigation confirmed there was a relationship established between the reported event and the device. The returned camera was connected to the system and there was an error saying that the "camera infrared lamp is not working properly" and the orange light on the camera turned on. The warning message is displayed when the system detects the error from the camera. This is indicative of an illuminator hardware fault in the camera. The illuminator leds on the camera can go bad over time and they can cause floating dead zones in the camera view. The malfunction is most probably due to supplier / raw material fault. The second reported error message ("navio has detected problems with the tracking system. Full navio functionality will remain unavailable until this issue is resolved. Please contact robotics customer support to resolve this issue") came from quitting the case from the warning box for the first error. If "quit" is selected instead of "dismiss", then the error that was reported will show. This is expected behavior of the system.